Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shield separation from the barrel when removing the shield."

Manufacturer narrative:
H6: investigation: customer returned images of two syringes with a pouch labeled for 0.3ml, 29 gauge, 12.7mm syringes from lot 0160988. The syringes featured their needle shield and hub separated from the barrel. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tip of the barrels or their respective needle hubs. No signs of use and no other defects found. A review of the device history record was completed for batch #0160988. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. CAPA #1630423 was initiated.

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shield separation from the barrel when removing the shield."